Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was confirmed to be attached on the tip electrode. This occurred after right pulmonary vein isolation (rpvi). Heparin was used as anticoagulation. The correct settings and catheter was selected on the generator. There were no problems with the high/low pump flow changeover. Heparinized normal saline was used as the irrigation fluid. The char was wiped off, the procedure was continued using the same catheter. No patient consequences were reported.

Manufacturer narrative:
On 20-aug-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was confirmed to be attached on the tip electrode. This occurred after right pulmonary vein isolation (rpvi). Heparin was used as anticoagulation. The correct settings and catheter was selected on the generator. There were no problems with the high/low pump flow changeover. Heparinized normal saline was used as the irrigation fluid. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed residues of char or thrombus/clot on the catheter's tip. In addition the customer reported that the char was wiped off, and the procedure was continued using the same catheter; which is against the IFU (instructions for use) guidelines. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31305453l and no internal action related to the complaint was found during the review. The char and thrombus/clot issues reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf (radiofrequency) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. Char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 22-jul-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).